Event description:
Procedure type: inguenal hernia repair. According to the reporter, a rubber piece from inside the port fell into the surgical cavity. The surgeon was able to retrieve with no impact to the pt. A new instrument was used to complete the procedure. No pt injury was reported.